Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room on (B)(6) 2024 and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 892 mg/dl and loss of consciousness. A correction bolus was delivered via the pump and infusion set changed to address bg. Customer required assistance from spouse to call emergency medical services and was transported to the hospital. Customer was treated with intravenous fluids of saline and insulin to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer was discharged 2 days later, (B)(6) 2024 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.